Manufacturer narrative:
Customer returned insulin pump for an alleged low battery life or low battery alert found on (B)(6) 2021. The insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08715 inches. Successfully downloaded history files and traces using thus. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within specific range. No alarms or alerts noted during the testing. However, low battery alert was recorded and found in the formatted history file on: (B)(6) 2021 10:19:00.000, (B)(6) 2021 16:23:00.000, (B)(6) 2021 02:20:00.000 to (B)(6) 2021 19:01:01.000, (B)(6) 2021 09:23:00.000. Insert battery alarm was recorded and found in the formatted history file on: (B)(6) 2021 10:26:43.000, (B)(6) 2021 16:35:23.000, (B)(6) 2021 08:47:26.000 to (B)(6) 2021, 08:48:49.000, (B)(6) 2021 02:27:59.000 to (B)(6) 2021 19:28:21.000, (B)(6) 2021 12:15:54.000 and failed battery/battery failed alarm was recorded and found in the formatted history file on: (B)(6) 2021 08:43:24.000 to (B)(6) 2021 08:53:06.000 (B)(6) 2021 02:29:48.000 to (B)(6) 2021 02:32:38.000. Upon checking on the detail trace file, low battery alert was expected since the battery has low power. Device was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electrical board 1, electrical board 2, force sensor, motor and vibrator assembly noted. However, slight corrosion was found on the battery tube assembly. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay, a pillowing keypad overlay, a scratched case and a cracked case-corner of belt clip rails near the battery tube compartment. Low battery life or low battery alarm not confirmed. During visual inspection, found slight corrosion on the battery tube assembly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Customer stated that the blood glucose was 448 mg/dl at the time of incident. Customer stated that auto mode feature was unknown. Customer stated that insulin pump ad low battery alarm. The insulin pump will be returned for analysis.